Manufacturer narrative:
Event summary: the patient data files confirmed the system notice indicating that the safety system detected a high level of refrigerant flow and stopped the injection. (B)(4) at the first injection. The data files also confirmed the system notice indicating that the safety system detected a high level of refrigerant flow and stopped the injection (B)(4) at the injections 1, 2, 3 and 4. The cryoconsole (B)(4) is still in the field. Service max event analysis summary: the original complaint was injection pressure overshoot resulting in a system notice indicating that the safety system detected a high level of refrigerant flow and stopped the injection (B)(4). Second, a system notice indicating that the system detected a high level of refrigerant flow during the system flush, and the system flush was stopped (B)(4). Once service was on-site, multiple injection pressures were requested in the cooling performance screen with a focal catheter. Regardless of the requested pressure, the actual pressure rose and remained at approximately 600-650 psig, generating the #(B)(4) system notices. This same behavior occurred after re-seating the original valve board and with an rp valve board. The original valve board was placed back in the console and the injection panel was replaced, which contains the mks. In subsequent testing, the actual pressure matched requested pressure within +/- 5 psig in all instances. The console was able to reduce actual injection pressure from 760psig to 500psig when requested and also "cryo map" appropriately. System notices (B)(4) did not occur. No other issues occurred during the console inspection. In conclusion, the reported issue (system notice (B)(4)) has not been confirmed through testing. The reported issue (system notice (B)(4)) has not been confirmed through testing but through data analysis. Console (B)(4) is still in the field. The product issue reported system notices are not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician.

Event description:
It was reported that during a cryoablation procedure, a system notice was received indicating that the system detected a high level of refrigerant flow during the system flush, and the system flush was stopped. The balloon catheter and coaxial umbilical were replaced without resolve. It was also noted that rebooting the cryoconsole did not resolve the issue. The tank on the console was changed which solved the issue. Additionally, a second system notice was received indicating that the safety system detected a high level of refrigerant flow and stopped the injection. The procedure was aborted at that point with the patient under general anesthesia without any ablations completed. No patient complications have been reported as a result of this event. The product issue reported system notices are not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a cryoablation procedure, a system notice was received indicating that the system detected a high level of refrigerant flow during the system flush, and the system flush was stopped. The balloon catheter and coaxial umbilical were replaced without resolve. It was also noted that rebooting the cryoconsole did not resolve the issue. The tank on the console was changed which solved the issue. Additionally, a second system notice was received indicating that the safety system detected a high level of refrigerant flow and stopped the injection. The procedure was aborted at that point with the patient under general anesthesia without any ablations completed. No patient complications have been reported as a result of this event.

Event description:
It was reported that during a cryoablation procedure, a system notice was received indicating that the system detected a high level of refrigerant flow during the system flush, and the system flush was stopped. The balloon catheter and coaxial umbilical were replaced without resolve. It was also noted that rebooting the cryoconsole did not resolve the issue. The tank on the console was changed which solved the issue. Additionally, a second system notice was received indicating that the safety system detected a high level of refrigerant flow and stopped the injection. The procedure was aborted at that point with the patient under general anesthesia without any ablations completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.